Event description:
The device was returned to the manufacturer for preventative maintenance and service. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the battery drawer was broken. It was also noted that the upper case, lower case, two side bail covers and lead flex cover were broken and the ring and one side bail were bent.